Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
The customer reported two occurrences of tissue found underneath the distal cover after an unknown procedure using an evis exera iii duodenovideoscope and a single use distal cover. Case with patent identifier (B)(6) reports the scope used in occurrence one. Case with patient identifier (B)(6) reports the cover used in occurrence one. Case with patient identifier (B)(6) reports the scope used in occurrence two. Case with patient identifier (B)(6) reports the cover used in occurrence two.

Event description:
Additional information regarding the patients and reported events was requested from the customer. The customer reported, "unfortunately, we did not log which patients this occurred on so I am unable to answer these questions."

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The device history records (DHR) for this device could not be reviewed since the lot number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. Replication testing has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters: "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: ¿ if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. ¿ it has been found that the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. Olympus will continue to monitor the field performance of the device.